Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event reported via: 2210968-2021-12213, 2210968-2021-12214, 2210968-2021-12215, 2210968-2021-12217, 2210968-2021-12223, 2210968-2021-12225, 2210968-2021-12229, 2210968-2021-12226, 2210968-2021-12231, 2210968-2021-12232, 2210968-2021-12238, 2210968-2021-12239, 2210968-2021-12241, 2210968-2021-12242, 2210968-2021-12243, 2210968-2021-12249, 2210968-2021-12250, 2210968-2021-12246, 2210968-2021-12247 and 2210968-2021-12251.

Event description:
It was reported that an animal underwent an oophorectomy procedure on (B)(6) 2021 and suture was used. During the procedure, when tightening the knot, the suture broke without exerting excessive tension. This issue occurred twenty times during the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event reported via: 2210968-2021-12213, 2210968-2021-12214, 2210968-2021-12215, 2210968-2021-12217, 2210968-2021-12223, 2210968-2021-12229, 2210968-2021-12226, 2210968-2021-12231, 2210968-2021-12232, 2210968-2021-12238, 2210968-2021-12239, 2210968-2021-12241, 2210968-2021-12242, 2210968-2021-12243, 2210968-2021-12249, 2210968-2021-12250, 2210968-2021-12246, 2210968-2021-12247 and 2210968-2021-12251.